Event description:
Nellcor puritan bennett received a call from a representative of facility on 10/25/1999. Facility called to report the following problem: all leds with constant single tone alarm. Unit resets when unit is turned off and then on.